Event description:
My hands-free gadget starts to go off after midnight that I've got my sugar at 50, then I go and check it with my machine and it's at 150. It¿s been doing this to me for the last two nights.